Manufacturer narrative:
The complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 30mm in length and extended from a position 24mm proximal of the distal markerband to 5mm distal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-tortuous and moderately calcified vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-tortuous and moderately calcified vessel. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.